Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions endoscopy support specialist (ess) noticed that there was no leak tester in facility and facility uses dawn soap (dish detergent) as their detergent for manual cleaning would likely be that the facility performed reprocessing with different procedures written in the instruction manual. Olympus, therefore, surmised that the subject device was not properly reprocessed. The event can be prevented by following the instructions for use which state: "rhino-laryngo fiberscope olympus enf-gp2 reprocessing manual" describes the reprocessing procedures of enf-gp2. We determined that the occurrence of the phenomenon could be prevented by following the descriptions. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rhino laryngo fiberscope was noticed by the endoscopic support specialist that there was no leak tester in facility and also noticed that the facility uses dawn soap as their detergent for manual cleaning. The issue occurred during reprocessing of an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.